Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to constant close door messages, which were reproduced during evaluation. The messages were confirmed through a review of the event history log and caused by doorhooks being out of adjustment. It was observed that excessive force was needed to close the door completely. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message during therapy in the medical surgical care area (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.